Manufacturer narrative:
This report is associated with (B)(4) polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
The consumer suspected that he swallowed the product and it continues to happen [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream for dental treatment. Concurrent medical conditions included diabetes. Concomitant products included aspirin, diabetic medication and sleeping drug. In (B)(6) 2015, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unchanged. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture adhesive cream. Additional details: the patient has used polident denture adhesive cream for improvements of denture retention and fitting since 3 months ago. Additional concomitant drugs included an unspecified sleeping medication and an unspecified diabetes medication.